Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure the access wire tip detached within the patient. The physician had acquired left antegrade femoral venous access, and while preparing to place the sheath, the access wire tip detached and migrated to the patient's left common iliac vein. The physician used a vascular snare device to successfully retrieve the access wire tip from the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and one similar complaint for this lot number was found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.